Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during initial dwell. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the patient connected to the extension line after priming. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming and provides step-by-step instructions for properly priming the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.